Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and current blood glucose level was 52 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer stated that the change sensor alert did not occur after sensor updating status. The customer stated that the sensor was not securely taped in skin. Customer stated that they had tried sensor in different areas and that causes bleeding. Customer declined to troubleshooting low blood glucose. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.